Manufacturer narrative:
The event date is an estimated date for oct 2024.

Event description:
During a remote follow-up, undersensing episodes were observed on the device. No intervention has been performed. The patient is stable.